Manufacturer narrative:
The manufacturer previously reported that information in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices was received. The manufacturer received information alleging that the patient suffered from damage to lung tissue, copd, mucus formation, and fear of further serious illness. Limited information has been provided. Medical intervention is unspecified. Corrected information includes the following: the device was evaluated by a third-party manufacturer service center. There was no evidence of foam particles found during the evaluation. Evaluation code has been updated on this report to reflect the corrected information.

Event description:
The manufacturer received information in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging that the patient suffered from damage to lung tissue, copd, mucus formation, and fear of further serious illness. Limited information has been provided. Medical intervention is unspecified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.